Event description:
It was reported that on an unknown date, during the case a pin on driving cap for tibial nail-advanced (tna) suprapatellar set came loose. The spring and button on driving cap began bouncing around the shaft of the drive cap. The spring-on drive cap bounced around while inserting the nail, but didn't impact the ability to insert im nail. The retention pin screwdriver hexagonal also broke. The capture method was not able to be used when inserting locking screws. Screws were inserted into the nail w/out a retention pin. There was no surgical delay, the procedure was successfully completed. No patient consequence reported. This report is for one (1) retention pin for screwdriver w/ q c -hex 12mm/short/xl25. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.